Event description:
Caller reported a cartridge alarm during the load process, which occurred with consecutive cartridges. The impact on the customer's blood glucose level was unknown. Tandem technical support decided to replace the pump and advised the customer to use an alternate insulin delivery method in the meantime.